Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder scope procedure, the surgeon completed the acromioplasty by using the ar-8500fos, oval flushcut burr without any issue. The surgeon then went to burr the distal clavicle. As the surgeon placed the burr between the acromion and clavicle and activated the burr, the back of the sheath twisted and metal debris shot out of the device. The surgeon communicated to the rep that nothing felt or seemed abnormal with the burr during use. The surgeon was able to retrieve some of the metal shavings from the patient by using another manufacturer's shaver. The rep confirmed that not all of the shavings were fully retrieved from inside the patient. The case was completed by using another manufacturer's burr. The rep stated it is unknown how the device became twisted. The rep reported that the surgeon did not deviate from the proper surgical technique. The rep confirmed that the device will be returning for evaluation.